Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old male admitted in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced persistent positioning issues throughout the course of patient supported. As a result of the noted complication, the decision was made to explant the pump. There was no patient harm. Patient further supported on protech duo.

Manufacturer narrative:
The root cause of the positioning issue was most likely due to use issue. This report is being filed as part of a retrospective review of historical records.